Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline braid failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm, located on the right ica with a max diameter of 6.4 mm and a 4 mm neck diameter. It was noted the patient's distal landing zone was 3.8 mm and 4.3 mm proximal. The vessel tortuosity was severe. It was reported that distal braid of pipeline fails to open despite loading the system, pushing the wire and unsheathe 6-7mm of the device. The pipeline failed to open at the distal section. The pipeline was not positioned to bend and less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open up the pipeline device. The pipeline was removed from the patient and resheated and removed from the microcatheter. All devices were prepped as indicated by the IFU. No patient complications were associated with this event. Ancillary devices include a marksman micro catheter.

Event description:
Additional information was received confirming that this occurred with two pipelines. The cause of the failure to open was a "defective" device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Stiffness of the marksman when cannulating through the ica. Both catheters were used during the procedure.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield braid was returned inside a biohazard bag and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the distal end of the braid was not open and frayed, while the proximal end was found to be opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the distal end of the braid was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the braid was not positioned in a vessel bend, which rules it out as a possible cause. It is possible that damage to the braid, along with severe vessel tortuosity, contributed to the failure to open. Such damage can occur from excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Ls 2026-02-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.